Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check heater line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a case report received through the (B)(4) through baxter's afterhours call service. A home patient (hp) reported that while on the homechoice machine, it sounded a check heater line alarm during fill 1 of 1. The (hp) stated that she sees air in the patient line. She was advised to end the therapy and start over with new supplies. No sample is available for evaluation. No clinical consequences for the patient have been reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore the 510k number is unknown.